Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.

Event description:
It was reported that the device experienced a low battery estimate and measuring problem. The device was later explanted and replaced and returned to the manufacturer with no reason for replacement. Additional information has been requested regarding the reason for replacement, however, it is not available. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device experienced a low battery estimate and measuring problem. Device is still in use. No patient complications have been reported as a result of this event.